Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a heart attack that he stated was not related to his continuous glucose monitoring system or insulin pump. The date of the hospitalization was not provided. Nothing further was reported.